Event description:
A report was received that stated the pump alarmed "check syringe error (intermittently, after time)". No pt injury or adverse event was reported. Investigation results found a check clutch alarm.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Testing indicated that the position potentiometer had debris, which caused the check clutch alarms; the syringe plunger sensor and plunger pcb board were also inoperable, which caused the syringe plunger not in place alarm and syringe size alarm. The position potentiometer was cleaned and the syringe plunger sensor was replaced along with the plunger pcb. After repair, the device was found to pass all delivery, accuracy and functional tests.